Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that their personal diabetes manager (pdm) battery seems to be swollen and that it has caused the backing of the device not to fit properly anymore.